Manufacturer narrative:
Manufacturer ref # (B)(4).

Event description:
It was reported that during an atrial flutter right (r-afl) procedure, the noise occurred on ref/ deca 9-10 m1-2 and m3-4 while pacing 9- 10 and ablation catheter at the same time on both carto and the recording system. The noise issue happened while ablating and pacing at the same time but not from the same catheter. The reason for pacing was to find out if conduction block was achieved during ablation. When the physician tried pacing the cs catheter, the blue pacing triangle showed on the cs catheter but also showed on electrode # 4 of the mapping catheter (uni-polar pacing is not activated ). The physician noted that pacing was set at 600 but when turned on the patient was paced at 310 with widen qrs thereby indicating there was some leakage elsewhere that was doubling the pacing amount. Also when pacing and ablation turned in the patient would go into afib each time. Once the physician bypassed carto with pacing and did same maneuver (pace/ablate) the afib was not induced and the physician remarked this is serious. The case was completed by removing from the cs catheter from ref/ deca port, bypassing the carto and plugged directly in to the recording system.

Manufacturer narrative:
(B)(4). It was reported that during an atrial flutter right (r-afl) procedure, the noise occurred on ref/ deca 9-10 m1-2 and m3-4 while pacing 9- 10 and ablation catheter at the same time on both carto and the recording system. The noise issue happened while ablating and pacing at the same time but not from the same catheter. The reason for pacing was to find out if conduction block was achieved during ablation. When the physician tried pacing the cs catheter, the blue pacing triangle showed on the cs catheter but also showed on electrode # 4 of the mapping catheter (uni-polar pacing is not activated ). The physician noted that pacing was set at 600 but when turned on the patient was paced at 310 with widen qrs thereby indicating there was some leakage elsewhere that was doubling the pacing amount. Also when pacing and ablation turned in the patient would go into afib each time. Once the physician bypassed carto with pacing and did same maneuver (pace/ablate) the afib was not induced and the physician remarked this is serious. The case was completed by removing from the cs catheter from ref/ deca port, bypassing the carto and plugged directly in to the recording system. Biosense field service engineering replaced ECG card # 1. System passed all functional tests and is ready for use. For the next case, it was stated that no issues were observed after the repair was done and the system is fully functional. The suspicious ECG card was sent to the carto manufacturer (htc) and it was reported that the customer complaint was confirmed. The card failed at megger test. The optical switch of channel 4 found failed (u449) that caused reported problem. The card was sent to subcontractor for repair. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.